Event description:
It was reported via repair work order that the foot section could not remain latched due to bent/broken weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.